Event description:
During surgery, an aspiration surge while in the "capsule polish" mode caused the capsule to break. The physician performed a vitrectomy to repair the damage. No add'l problems were reported.